Event description:
Nt821731c - broken buretrol stopcock. No injuries.

Manufacturer narrative:
Initial report ref to natus complaint#: (B)(4). (B)(4) rev 13 risk analysis spreadsheet - eds 3 external drainage system hazard 4.9 - the stopcock at the bottom of the burette tube fails during the operation (unable to turn the stopcock valve and/or breakage of the valve). Effect (harm): over drainage/under drainage of csf. Residual risk: medium. The hazards identified have been reduced as far as possible, and the benefit of use of the entire product outweighs the risks identified. Reference to CAPA: 005781. Further investigation to be carried out.